Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith effort. Additional information was received that the explanted ipg was not returned.